Event description:
During training by the customer's staff, it was discovered that the lifeband can easily get loose and drop from the back of the autopulse platform. When the customer is carrying the autopulse platform, the lifeband will drop and fall back. Customer alleged that it seems that the lifeband is narrower than it should be. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.